Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was cracked, so the hose assembly was replaced. Additional preventative maintenance was also performed, and various internal components were replaced. The device was repaired and returned to the customer.

Event description:
It was reported that a crack in the hose portion of a pneumatic drill was discovered by the user facility. It is unk if this issue was discovered during a surgical procedure, or if it caused a clinically significant delay. Additionally, it is unk if there were any injuries, or adverse consequences associated with this event. The customer was unable to provide any further event details, so attempts to obtain additional info were unsuccessful.